Event description:
Customer called to report that the insulin pump excessively alarmed no delivery causing high blood glucose levels. Customer's blood glucose reading was 550 mg/dl. Customer declined to troubleshoot for the no delivery alert and high blood glucose levels. Product is being returned and replaced.

Manufacturer narrative:
Pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. Pump received with minor scratched display window, cracked reservoir tube lip.